Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to above the valve. The grippers were tested when it was noted one would not lower. Troubleshooting was performed however was unsuccessful. The gripper lever latch came off in the process of trying to lock the grippers back together. The cds was removed and tested outside the patient and the gripper still would not lower. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis confirmed the reported gripper lever latch separation and gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information and the returned device analysis, the cause of the observed gripper cover pinched by the harness could not be determined. The reported gripper actuation issue is a cascading effect of the observed gripper cover pinched by the harness. The observed kink on the gripper line at the clip and frayed gripper cover appears to be a cascading effect of the reported gripper actuation issue. The reported gripper lever latch separation is due to procedural conditions. The observed missing gripper cap (no tactile marker) on the dc handle is a cascading effect of the reported material separation. The cause of the observed material deformation at the clip introducer cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.